Event description:
Overdelivery reported: the pump was programmed to deliver 100ml of integrilin on the secondary line to infuse at 3ml/hr. The drip was hung at 1809 hours. The fluid container was empty at 0545 hours. The physician was notified and the drip was ordered to be held until 1015 hours when it was restarted at the same infusion rate. There was no pt harm reported. A voluntary medwatch was received from the user facility customer that states the following: "questionable delivery rate(infusion pump) on secondary. No untoward pt effect." Though requested, there was no add'l info available.